Manufacturer narrative:
UDI#: (B)(4). DHR review and review of complaint history did not identify any contributory factors to the event. The analysis of the logs and the patient folder led to the conclusion that the patient folder was not appearing in the list of the rosa stand because an empty field was present in the .ros file instead of the patient birthday. The reason why an empty field was present in the .ros remains unknown. Regarding the attempt to de-encrypt the patient folder and the error message stating that access was not permitted, it is possible that the .ros file was corrupted as mentioned above and prevent the access.

Event description:
It was reported that prior to the start of surgery, clinical representative (cr) made attempt to export patient folder from planning station to usb to transfer to robot stand. Patient folder visible on usb on planning station but not on robot stand. Attempt was made to troubleshoot by de-encrypting the patient folder on robot stand, planning station and cr service laptop but continued to get error message stating that access was not permitted. Other patient folders were able to be de-encrypted with no issue. Unable to load patient folder into robot stand after 45 minutes of troubleshooting which caused surgeon to have to re-plan trajectories. Total delay while patient under anesthesia was approximately 45 minutes, additional anaesthetic was provided to the patient.